Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary: according to the information provided, it was reported that during the surgery of ankle ligament repair,opened the packing, noted the head of anchor was deformed. The complaint device was received and evaluated. Visual observations confirm that the sutures are wrapped around the anchor. In addition, the distal tip of the anchor looks deformed/bent. The reported complaint was confirmed. The possible root cause for the reported anchor deformed can be attributed to an exposure to high temperature during transportation/stock/trunk stock. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot/serial number (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that during the surgery of ankle ligament repair, opened the packing of the lupine br ds w/orthcrd, noted the head of anchor was deformed(did not use on the patient). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. No surgical delay reported. The device is available to be returned for evaluation.